Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, (B)(4) conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) (B)(4) examined the device history record and the repair history for the subject z95l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) (B)(4) conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) (B)(4) attached a thermocouple (sensor to measure temperature) to each of the testing points. (B)(4) rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) (B)(4) measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). (B)(4) observed rises in temperature at the test points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes into the test were as follows: - test point (1): 32.6 degrees c. - test point (2): 33.4 degrees c. - test point (3): 30.4 degrees c. - test point (4): 32.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) (B)(4) disassembled the handpiece and performed a visual inspection of the internal parts. (B)(4) observed the following: - the ball bearing on the rear side of the cartridge was soiled, discolored and abraded. - the internal gears were soiled. B) (B)(4) took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) (B)(4) could not replicate the temperature rise at the time of the event. However, (B)(4) observed some abnormalities in the internal parts during the visual inspection. B) (B)(4) considers the possibility, based on the findings in the visual inspection, as well as many years of experience, that the cause of the handpiece overheating was abnormal resistance during rotation due to the soiled internal parts, which interfered with rotation. C) (B)(4) also considers another possibility that the cause of the reported handpiece overheating was temporal friction heat due to a lack of lubrication or high load cutting. D) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. E) in order to prevent a recurrence of the handpiece overheating, (B)(4) took the following actions: e.1) (B)(4) reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. E.2) (B)(4) reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of maintenance as instructed in the operation manual.

Manufacturer narrative:
The dentist refused to provide information about the patient's age, weight, ethnicity, and race.

Event description:
On may 7, 2025, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: the event occurred on april 8, 2025. The dentist was performing a veneer preparation procedure on a patient using the z95l handpiece (serial no. (B)(6). During the procedure, the handpiece contacted the patient's lip, and the patient jumped, stating that they felt heat on their lip. The dentist checked the head of the handpiece and found it was burning hot. It was then he observed a blister on the patient's lip. The dentist switched to a different handpiece to finish the procedure. The patient's injury was minor and has healed normally with no permanent scaring or need for further medical treatment.